Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had delivered a bolus on its own. Upon pump history review, it was found that the customer had actually accidentally delivered a bolus. Customer's blood glucose level was 251 mg/dl. Tandem technical support reviewed the bolus delivery feature on the pump with the customer.